Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 6x15 mm herculink stent was implanted. A non-abbott protective filter caught on the herculink stent during filter retrieval. The stent was fully apposed as confirmed on intravascular ultrasound (ivus). A covered stent was used to compress the herculink stent against the vessel wall. No additional information was provided.